Manufacturer narrative:
The device was repaired and placed back into stryker stock.

Event description:
It was reported that prior to use at the user facility the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.